Event description:
It was initially reported that a surgeon will be exchanging an intraocular lens (iol), model dfr00v, 18.5 diopter for an eyhance diu225 16.5 diopter due to a significant refractive miss. The patient¿s current refraction was -1.50/+1.50 × 66. No surgical or medical interventions were indicated at the time. Additional information received indicated that the explant has occurred. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2022 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.